Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a defect with the graduation labeling. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two syringes with a scale marking issue next to a packaging blister top web. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 309653, lot 3027130. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with photo the sample analysis the symptom reported by the customer is confirmed.

Event description:
(B)(4) additional information. (B)(6) 2023: 1. Please provide correct batch number 3027130. 2. What is exact issue of this complaint ? Please elaborate the details? The markings on the syringe are not printed accurately. 3. Which production is defects? Plunger movement difficult/plunger broken/stopper defective damaged? Please explain the barrel¿s markings. 4. How was treatment completed for customer? No patient involvement. 5.. Please provide further details? N/a. 6. Was there any patient¿s impact? N/a. Material#: 309653, batch#: 3027130. It was reported by customer that hc complaint reference #: (B)(4); customer(hospital) name: (B)(6). Customer address: (B)(6). Contact name: (B)(6). Correspondence language: english. Cat# of product being complained: bd309653. Description of product: syringe 50ml luer-lok tip ster 40ea/bx 4bx/ca. Lot or s/n: (B)(4). Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 2023. Hospital complaint reference #: details of complaint (reported issue): syringes have production defect with graduation labeling and can't be used in production. Complaint noticed: prior to use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: 2 bx. Samples available? No. Is customer requesting an rga?: no.

Event description:
Material#: 309653, batch#: 3163924. It was reported by customer that hc complaint reference #: (B)(4) customer(hospital) name: (B)(6). Customer address: (B)(6). Contact name: (B)(6). Phone: (B)(6) ext 1643,e-mail: ssirizzotti@calea.ca. Correspondence language: english. Cat# of product being complained: bd309653. Description of product: syringe 50ml luer-lok tip ster 40ea/bx 4bx/ca. Lot or s/n: (B)(6). Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 2023. Hospital complaint reference #: details of complaint (reported issue): syringes have production defect with graduation labeling and can't be used in production. Complaint noticed: prior to use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: 2 bx. Samples available? No. Is customer requesting an rga?: no.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a2101 - device markings / labelling problem.